Event description:
It was reported that a tx30b was used during a low anterior resection procedure. It was reported by the affiliate that during an examination of the device prior to use, no staples were loaded in the cartridge of the device. A new tx30b was opened to complete the case. There was no consequence to the pt.